Manufacturer narrative:
On 12/11/2019, during visual evaluation of the device it was observed at posterior view a tear (a) , measuring approximately 4.0 cm, additionally a tear (b) within a crease was noted in posterior view, measuring approximately 0.5 cm. Microscopic examination was performed to rupture a and evidence of instrument damage was not observed. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/5/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of implant was (B)(6) 2013. The concomitant product was mentor smooth round moderate profile 350cc, serial number (B)(4), lot number 6700754, catalog number 3501655 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/24/2019, it was discovered by mentor that the date of implantation was (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation concomitant products: mentor smooth round moderate profile 350 cc, catalog number 3501655, lot number 6700754. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 350 cc and experienced deflation on the right breast implant . As a result, the patient had undergone removal and replacement with non-mentor breast implants on (B)(6) 2019.